Event description:
The customer reported a discrepant glucose result generated on the architect c4000 processing module on a patient. Results provided: (B)(6) 2025, sid (B)(6) = 8.75 / 4.49 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Troubleshooting performed by the customer included cleaning the cuvettes which resolved the issue. The customer confirmed there has not been any further issues since this troubleshooting was completed. A review of tickets identified no contributing factors to this complaint. A trend review found no trends requiring further investigation. A review of historical data with this complaint revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a discrepant glucose result generated on the architect c4000 processing module on a patient. Results provided: (B)(6) 2025 sid (B)(6) = 8.75 / 4.49 mmol/l. No impact to patient management was reported.